Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test no identify any opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no openings found, and no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Patient reported left side deflation, "feels hard, painful and the nipple looks funny." Healthcare professional reported left side capsular contracture baker grade IV and deflation. The device has been explanted.